Manufacturer narrative:
Laser fiber was evaluated by manufacturer. Fiber break occurred 7 inches from the proximal tip of the fiber. The break site was charred indicating that the fiber was being fired when the break occurred. The location of the break would indicate that the user contacted the fiber inadvertently causing the break.

Event description:
Laser fiber broke and then sparked.